Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly when the doctor reached the reagent glass bottle, he noticed that the head cap was not locked and the liquid has been released inside of the poach. The secondary package as well as the pouch did not present any damage. Sales rep was not present at procedure. Surgery time was extended greater than 30 minutes. Incident occurred during surgery. Send a written report directly to reporter.